Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial#(B)(6) implanted: (B)(6)2011. Explanted: product type catheter product ID 8578 lot# serial# (B)(6). Implanted: (B)(6) 2016. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, additional information was received from the patient's family, via a manufacturer representative (rep). The patient's mother thinks the catheter was kinked. The patient was experiencing overdose when they lie down and withdrawal and altered mental status when they sit up. The mother thinks the catheter becomes kinked when the patient sits up. This began about 3 weeks ago. The mother also reported the last refill 3 weeks ago, the healthcare professional (hcp) was supposed to get 4 ml out of the reservoir but got over 10 ml. It was noted the patient sits up most of the time and the catheter had not been fully replaced since it was put in. A catheter dye study was completed in the hospital. The provider was able to aspirate successfully from the catheter and was able to push dye through the catheter. They recommended a possible catheter revision if the managing physician thought this was necessary because they could not see the catheter behind the pump. The provider could not find any visible kinks while the patient was lying down. It was unknown if the issue was resolved at the time of this report. The drug in the pump was gablofen (2,000 mcg/ml, 916.8 mcg/day).

Manufacturer narrative:
G3: the previously reported g3 date 2020-nov-04 was reported in error. The correct date is 2021-nov-04. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2020 the patient¿s friend/family member reported that each time the doctor refills the patient¿s pump there was as least twice the amount in the reservoir as what the pump said there should be. The reporter was wondering what the acceptable +/- range for the reservoir was at refills. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.